Event description:
It was reported bradycardia with asystole occurred. A left atrial appendage (laa) closure procedure was performed using a watchman access system (was) and a 31mm watchman flx pro laa closure device with delivery system (wds). After successfully implanting the 31mm closure device, during extubating, the patient became bradycardic and eventually went asystole. A code blue was called and two rounds of cardiopulmonary resuscitation (CPR) was administered. The patient regained a pulse and returned to a stable condition. The physician performed a transesophageal echocardiography (tee) and confirmed there was no pericardial effusion. The closure device was also confirmed to have remained unchanged from deployment position. The patient went to post anesthesia care unit (pacu) in stable condition. The patient was discharged two (2) days later.